Manufacturer narrative:
The reported event of lower pressure sensor popped out of mount file was opened to document an event that the customer reported. No devices or logs were returned for investigation. The customer states that they repaired the pump modules by pushing the lower pressure sensor back into it's mount and tested the units. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in (B)(4) cannot be conducted.

Event description:
The customer reported that they have had pump modules in which the lower pressure sensor was popped out of it's mount causing a constant patient-side occlusion alarm. The customer states that they repaired the pump modules by pushing the lower pressure sensor back into it's mount and tested the units. There was no report of patient harm.